Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Aditional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5073581/5081399.

Event description:
It was reported that the patient underwent an explant procedure due to pain. All device components were removed and will not be returned.